Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant from a mynxgrip vascular closure device stuck out of the patients skin. The device was clinically used.

Manufacturer narrative:
Updated complaint conclusion:as reported, the sealant from a mynxgrip vascular closure device stuck out of the patient¿s skin. Based on the reported event date and lot information, the device was used beyond its expiration date. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was detached (pull through the tamp locks) from the catheter. The advancer tube, sealant and procedural sheath were not returned with the device. The proximal and distal tamp locks were measured and noted to be within specification. The proximal detent was measured and noted to be out of specification. The tamp locks were designed to prevent over shuttling. The proximal detent and the tamp locks inspected at high magnification. Damages were observed on the proximal edge both tamp locks. In addition, inspection revealed material deformation at the ID of the proximal detent. A product history record (phr) review of lot f1629802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿sealant misdeployment partial¿ was not confirmed through analysis of the returned device since the device was received without the sealant/advancer tube. The event of ¿expiration date exceeded¿ was confirmed through review of the lot information. The exact root cause of the reported failure and the use of the expired device could not be conclusively determined during analysis. Based on the information available for review and the analysis of the returned device, the reported failure may have been caused handling factors (such as excessive force) as evidenced by the damage observed to the proximal tamp lock and the pulled-through shuttle (which is not intended to be removed from the device). Since it was not reported by the customer, it is not possible to determine what factors may have contributed to the use of the expired product. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body. Additionally, the IFU discloses that the mynxgrip will be operable during normal and proper use and prior to its expiration date. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant from a mynxgrip vascular closure device stuck out of the patient¿s skin. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿sealant misdeployment ¿ partial¿ could not be confirmed as the device was not returned for analysis and images were not provided. The exact cause of the issue reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, handling factors may have contributed to the issue. According to the IFU, which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.